Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 would not burn or cut. The power setting on the hemopro power supply was 3.5. The jaws were not open at all during the insertion. No resistance was noted. They opened a second kit and it worked as expected without problems. No injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000282928 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.